Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice machine during the initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr advised hp to start over with new supplies. The tsr advised the hp to call the nurse in the next 24 hours and let her know what happened. Product surveillance contacted the patient's wife on (B)(6) 2011. According to the patient's wife there was nothing unusual noted with the supplies (no holes or leaks). The patient discarded his supplies and resumed therapy. There was no patient injury or medical intervention associated with this event.